Event description:
Defibrillator (ICD) displayed two fault codes upon interrogation during a routine follow-up appointment. A guidant technical services consultant recommended device replacement as the fault codes indicate a potential pacing energy issue. The device was later replaced, without incident.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed two fault codes upon interrogation during a routine follow-up appointment. A guidant technical services consultant recommended device replacement as the fault codes indicate a potential pacing energy issue. The device was later replaced, without incident.